Event description:
A have been using fixodent from 1986 to this date in 2009. While using fixodent, I began experiencing numbness and tingling in my extremities. Also burning, in hands and feet. Loud noises in my head that sound like bees. I lost my job in 2004, because I was unable to work any more. And still cannot work!.dose or amount: denture cream; frequency: 2 daily; route oral. Dates of use: 1986 - 2009. Diagnosis or reason for use: denture adhesive cream.